Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 19 mmol/l (342 mg/dl) while wearing the pod between 4 and 24 hours. The patient's mother reported that upon checking his blood glucose at home, the reading was 19 mmol/l and ketones were present at a level of 1. Upon removal of the adhesive strap securing the pod, patient's mom detected the odor of insulin and observed that the back of the pod was wet. When the pod was removed from the infusion site (unspecified), the cannula was found to be bent. As treatment, a new pod was placed.